Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Double capsule: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Brown particles inside of the device.

Event description:
Patient reported "biopsy test", seroma late, capsular contracture, rupture and double capsule. Device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect f1903-device explantation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma, rupture.

Event description:
Patient reported "biopsy test", seroma late, capsular contracture, rupture and double capsule. Device has been explanted.